Event description:
A hospital in (B)(6) reported via our distributor that the heater wire disconnect alarm sounded on an mr850 humidifier after one day of use with an rt105 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint rt105 breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected and resistance tested using a multimeter. Results:the visual inspection revealed no visible damage to the complaint circuit. The resistance test revealed that the electrical resistance of the inspiratory heater wire was higher than normal and was out of specification. The high resistance in the inspiratory limb heater wire was found to be due to a poor connection between the heater wire and the connector pins. A lot check was not performed as a lot number was not provided. Conclusion: all breathing circuits are visually and electrically tested during production and those that fail are rejected. The fact that the breathing circuit had been in use for one day before the malfunction occurred indicates that the heater wire went out of specification post production. Our monitoring and trending of events involving out of specification heater wires in adult breathing circuits has a rate of occurrence of (B)(4) devices per (B)(4) sold worldwide in the last year to february 2014.